Event description:
Related manufacturer reference number: (B)(4). It was reported that non-sustained right ventricular over-sensing due to noise reversion leading to pacing inhibition. The noise was reproducible by crossing the arm over the chest. No intervention was performed at this time. The patient is stable.